Event description:
Event description guidant received information that this implantable transvenous coronary sinus lead exhibited a loss of capture; however, the r wave and impedance measurements were normal. The local guidant representative suspects lead dislodgement. The rep was also inquiring why the device would normally have an atrial paced event, followed by a right ventricular and then a left ventricular paced event. However, when an atrial sensed event occurred, it was followed by a right ventricular (rv) and left ventricular (lv) sensed event 200 ms later. The av delay was programmed to 100 ms and the rep felt that the device should have paced the rv and lv.